Event description:
It was reported that a catheter issue occurred, specifically in the distal segment. The patient presented with acute withdrawal symptoms into the ER (emergency room) on the event date. They were febrile, 43 degrees celsius, tachycardic, 190 beats per minute and had spasms and spontaneous clonus. Increased spasticity was also noted. The patient was treated with baclofen and tranzene through his gastric tube which initially controlled the symptoms however subsequently they worsened. The decision was made then to replace the catheter. Actions required as a result of the event including reprogramming and the replacement. It was unknown to the reporter if any diagnostic testing or troubleshooting was performed. When the catheter was disconnected from intra-operatively, no retrograde csf (cerebrospinal fluid) flow was obtained. When the catheter was deliberately cut at the spinal site, immediate retrograde csf (cerebrospinal fluid) flow was then seen from the spinal segment. It was reported there was nothing visualized that would account for the lack of retrograde csf flow from the pump segment of the 8709sc catheter. The patient was readmitted back to pediatric ICU (intensive care unit) and would be observed for several days. The infusion rate was restarted at 400mcg/day from 589.4mcg/day after the newly implanted catheter length was primed. The catheter was to be returned. The patient¿s status at the time of this report was listed as ¿alive- no injury¿. The device system was used to deliver gablofen. It was further reported the patient was currently responding well to the therapy status post the catheter replacement. The infusion rate was increased from 400mcg/day to 450mcg/day. Diagnostic tests which were performed prior to the catheter revision that occurred the day before were a 50 mcg bolus and x-rays that were done that same morning. The patient didn¿t respond to the 50 mcg bolus and the x-rays were unremarkable.

Manufacturer narrative:
Analysis of the catheter body found user related hole on the distal side of the catheter body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.